Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 167 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.